Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the (B)(4) representative 22ga insyte autoguard bc units that were received in sealed unit packages from lot: 4129757. A leak test of the unused samples revealed that the reported issue could not be replicated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc leaked at a connection. The following information was provided by the initial reporter: nwh is reporting that they have had multiple instances of ps# 377419 leaking. Bd 382523 insyte autoguard, lot# 4129757. ¿ date of incident ¿ occurred several times last week. ¿ exact description of incident. Where is the leaking occurring? At the hub/connection with the extension set? Leaking at the distal end of IV tubing where the angio cath connects. ¿ what course of action was taken as a result of the incident? Lot number pulled/srs place x 2/materials management called x 2. Defective angio triple bagged and given to peter dwyer ¿ how many times did this occur? Several ¿ which unit is reporting the incident? Endoscopy unit.